Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a ureteroscopy procedure the check-flo adapter leaked. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, functional test, specification and visual inspection of the returned device was conducted during the investigation. Check-flo adapter was returned for investigation. Based on the functional evaluation of the returned products, the complaint is confirmed. There is no indication that a design related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the nonconformance revealed (27) twenty-seven non-conformances for ¿failed test-leakage¿ which was related to this failure mode and the product was scrapped. A trackwise search revealed 1 additional reported complaint(s) associated to the same lot number. Based on the provided information, the root cause is manufacturing process related. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.

Manufacturer narrative:
(B)(4). Product has been received and the investigation is ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
It was reported that during a ureteroscopy procedure,the check-flo adapter leaked. A section of the device did not remain inside the patient's body and the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.